Event description:
It was reported that the customer's pump was still delivering insulin but had a dark display, affecting their ability to interact with the pump. There was no adverse impact to the customer's blood glucose level. The problem resolved itself earlier, but the customer was uncomfortable using the pump, prompting technical support to arrange for a replacement pump. The customer acknowledged the instructions on how to return the problematic pump and preparations for using the replacement.